Event description:
The pt was showing signs of hypoglycemia, staggering, incoherent. Pt's spouse tested pt's blood glucose on the suspect device and it was 133 mg/dl. Pt was taken to the doctor's office. The doctor tested pt's blood glucose 15 minutes later and it was 33 mg/dl. Pt was admitted to the hospital and given food.